Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.

Manufacturer narrative:
The problem may could be traced to component failure. We are unaware about operator injury. We are waiting for more information.